Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10007045) became impeded within the middle section of a non j&j microcatheter and could not be advanced further. When the physician attempted to retract the stent, it was found that the stent had detached from the delivery wire at the proximal end of the microcatheter. The physician removed both the stent and the microcatheter from the patient. A new stent and a new microcatheter (both from another brand) were then used to successfully complete the surgery.

Manufacturer narrative:
Manufacturer ref# b)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10007045) became impeded within the middle section of a non j&j microcatheter and could not be advanced further. When the physician attempted to retract the stent, it was found that the stent had detached from the delivery wire at the proximal end of the microcatheter. The physician removed both the stent and the microcatheter from the patient. A new stent and a new microcatheter (both from another brand) were then used to successfully complete the surgery. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned inside a non-j&j microcatheter. The delivery system was not returned for evaluation. The stent was retrieved from the microcatheter, and microscopic inspection was performed on the stent component. The struts from one end of the stent were noted to be broken. Although the broken struts, the stent was noted to be fully expanded, and both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the stent becoming impeded in the microcatheter could not be evaluated due to the detached condition of the stent. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. However, based on the broken condition of the stent, the customer complaint is confirmed, as the damaged condition of the stent suggests that the device was subjected to certain manipulation that could resulted in the stent breakage and detachment. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery system might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. The cerenovus enterprise vascular reconstruction device and delivery system is designed for use under fluoroscopy with the prowler® select¿ plus infusion catheter, (a 0.021" inner diameter, 5 cm distal length infusion catheter manufactured by cerenovus). Caution: compatibility with other infusion catheters has not been established. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.